Event description:
I bought the malem bedwetting alarm. On day 1, itself the alarm unit overheated and burnt my child. It was around 3 am at night and my son had connected the alarm, when suddenly I heard a loud noise from his room. I ran to his room and realized that the malem alarm had malfunctioned and overheated to a point at which the plastic on the back of the alarm melted and burnt my child severely. We had to rush him to the emergency room where he was treated by doctors for a few days. This product is life threatening. For the safety of children this bedwetting alarm should be recalled from the market as soon as possible.